Event description:
A ventilator was returned to the manufacturer service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, obstruction codes were found in the ventilator's downloaded error log. The device's blower motor, flow sensor, proportional valve, solenoid valve and tubing were replaced to address the issue. The device was contaminated with a greasy substance throughout the air flow path.